Manufacturer narrative:
(B)(4). This report is for the second in a series of two product issues reported by the same customer. The first issue was reported under MDR# 9680794-2015-00116. No sample will be returned for evaluation.

Event description:
It was reported that prior to insertion, the balloon was pre-tested and inflated without issue. During insert, the balloon ruptured inside the patient. As a result, another kit was used to complete the procedure successfully. There was no delay in treatment and no patient death or complications reported.